Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred on (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. A contribution of the reported trauma to the electrode's mobility seems likely. Reportedly, a CT scan shows all electrodes to be within cochlea. However, to determine an exact root cause device investigation at the explanted device is necessary. No information on further steps have been received yet.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred on (B)(6) 2022. No updates regarding this case have been received, and no re-implantation date is set yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected after a head trauma occurred on (B)(6) 2022. The user has been re-implanted.